Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there was atrial loss of capture (loc) of this pacemaker system. Technical services (ts) could not confirm by analysis of the presenting electrogram (egm) but recommended in-clinic assessment. No adverse patient effects were reported. Currently, this pacemaker remains in service. According to additional information, this pacemaker was explanted at the physician's discretion for normal battery depletion (nbd) and replaced with a cardiac resynchronization therapy pacemaker (crt-p). This device was implanted for approximately nine years which was beyond labeled longevity projection. No adverse patient effects were reported outside of elective replacement procedure. Later, this product was returned to boston scientific for further analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there was atrial loss of capture (loc) of this pacemaker system. Technical services (ts) could not confirm by analysis of the presenting electrogram (egm) but recommended in-clinic assessment. No adverse patient effects were reported. Currently, this pacemaker remains in service. According to additional information, this pacemaker was explanted at the physician's discretion for normal battery depletion (nbd) and replaced with a cardiac resynchronization therapy pacemaker (crt-p). This device was implanted for approximately nine years which was beyond labeled longevity projection. No adverse patient effects were reported outside of elective replacement procedure. As of today, this device has not been received for further investigation.

Event description:
It was reported that there was atrial loss of capture (loc) of this pacemaker system. Technical services (ts) could not confirm by analysis of the presenting electrogram (egm) but recommended in-clinic assessment. No adverse patient effects were reported. Currently, this pacemaker remains in service.